Event description:
Fetal scalp electrode with ob tracervue system was malfunctioning. Poor fetal tracing at times, had to revert to efm. Manufactureer contacted, sample of proudct sent to them for analysis.